Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they have the ins for both bladder and bowel. They reported that they had a rectal prolapse surgery (not alleged to be related to the device/therapy,) on (B)(6) 2020 and since then their stimulator didn¿t work for bladder or fecal incontinence and they had a return of symptoms. The patient stated that the health care professional (hcp) did some ¿adjustments,¿ but it¿s still not working and stated they didn¿t know what adjustments the hcp made. The patient reported that they got strong urges to have a bowel movement or to urinate but when they got to the toilet nothing would happen. The patient was walked through communicating with the ins to check their therapy status on the call. The patient stated that they were never able to communicate with the ins right away. Patient services noted that they tried to clarify what the patient meant by this as the patient stated that this was occur ring before pressing find device on search for device screen but the patient did not clarify. Education was provided on pairing the communicator with the handset/communicating with the ins. The patient successfully communicated with the ins on the call and stated that the therapy was on at 1.5v on program 2. The patient stated that they thought program a worked best and they changed to program a while on the call, increasing the stimulation to 1.3v. The patient initially stated that they felt a shocking sensation that they described as ¿painful,¿ when they increased to 1.3v on program a on the call. The patient then stated that the shocking sensation went away and they confirmed feeling stimulation comfortably in the bike seat area. The patient was going to monitor now that changes were made and they were going to follow up with their hcp if they were not seeing improvement. The issue was not resolved through troubleshooting and the patient was redirected to their hcp to further address the issue. No further complications were reported at this time.

Event description:
Additional information was received from the patient. They also reported that they did not experience urinary retention prior to the device and catheterization was not considered standard of care. They noted they had seen their physician who manages the device on (B)(6) 2020, (B)(6) 2020 and (B)(6) 2021. It was reported the shocking sensation did not occur again, they decreased the level. The steps taken to resolve the stimulator not working for symptoms was addition of medication and their doctor adjusting the device. They also said a rep adjusted the device as well. They also stated that their bladder and bowel incontinence may be caused by spinal stenosis, which would be resolved with the unrelated rectal prolapse surgery. They reported that device removal/replacement was not planned.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.